Event description:
The event occurred prior to procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: d9 was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation the root cause for the following phenomenon's: the camera in position a of the fiberscope does not work and lamp error a could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system of the camera in position a of the fiberscope would not work; it only works in position b. There were no reports of patient harm.

Manufacturer narrative:
The field service engineer evaluated the device and confirmed the customer's allegation. The halogen lamp was found to have failed, and a replacement was done. As such, the device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.